Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed flow transducer test during pre-use check. Our field service engineer investigated the ventilator on site and solved the reported failure by replacing the expiratory channel connector printed circuit board (pcb). The device logs were not provided. The replaced expiratory channel connector pcb was not returned for investigation. Therefore, the root cause for the reported problem could not be established.

Event description:
Manufacturers ref: (B)(4).